Event description:
This is being filed because returned device analysis found a broken bond between the steerable guide catheter and rotating hemostasis valve, which has the potential to cause or contribute to air leak. It was reported that during the mitraclip procedure, as the clip delivery system (cds)was being inserted into the steerable guide catheter (sgc), resistance was met at the sgc keyway. The sgc was removed from the patient anatomy and a new sgc was used. The same cds was used with the new sgc and no issues were noted. One mitraclip was implanted during this procedure, reducing the mitral regurgitation grade from 4 to 2-3. There was no clinically significant delay and no adverse patient effects. Subsequent returned device analysis noted that the bond was broken between the steerable guide catheter and rotating hemostasis valve.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The complaint device was returned for analysis. It was confirmed that the valve was loose/broken and able to be freely rotated around the guide shaft. Based on the analysis findings, the reported difficulty inserting the clip delivery system (cds) into the steerable guiding catheter (sgc) was confirmed to be due to a loose / broken bond between the hemostasis valve and the guide shaft. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate other similar incidents. Process controls exist within the manufacturing process, including inspection of the bonded area, leak testing, key force testing of the joint, and process monitoring. Based on the review of the related materials and manufacturing records of the complaint device, in conjunction with the device analysis, no special cause was identified for the failed bond between the proximal shaft and the hemostasis valve resulting in the reported user experience. Additional investigation for this issue will be performed per internal site operating procedures and the performance of these devices will continue to be monitored.